Event description:
During a therapeutic fibroid removal, while grasping the fibroid with the thunderbeat's jaws, the device reportedly broke within the fibroid. The surgeon then used a grasper to remove the broken piece, and both the instrument and broken component were removed from the surgical field. There were no reports of further patient harm.